Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. Fourteen days after developing peritonitis, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with injection vancomycin (1 gram, route, frequency, and duration not reported) and injection piperacillin + tazo (4.5 gram, two times a day, route and duration not reported) for the peritonitis event. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. On an unreported date, the pd fluid was clear. Dianeal therapy was ongoing. Additional information was requested but is not available.